Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 359 mg/dl. Reportedly, the customer was on vacation and had not been correctly counting the carbohydrates consumed. Additionally, the customer reported consuming breakfast at a later time than normal. To address the bg level, the customer delivered correction boluses with the pump. Several hours later, during a follow-up call, the contact confirmed that the customer's bg level returned to target range.